Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The implantable cardiac monitor exhibited ventricular undersensing. No medical intervention was performed. The patient was stable post event.